Manufacturer narrative:
(B)(4). Medtronic was not authorized to evaluate/service the device, so the reported complaint could not be confirmed and the repair could not be verified. A distributor serviced the ventilator and the service result is unknown.

Event description:
It was reported that when a single board computer was installed in the ventilator, the touchscreen was blank. There was no patient involvement.